Event description:
It was reported that allegedly there was separation of the light head from cardanic arm during a procedure. There is no report of injury or adverse consequence.

Manufacturer narrative:
The light head screws were tightened by a berchtold field service tech. There was no injury reported as a result of this event.